Event description:
The device subsequently was explanted and replaced with no adverse patient effects. The reporting status is changed to serious injury from malfunction due to explant with eol suspected due to excessive charge time.

Manufacturer narrative:
Analysis of the returned device is pending.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device met longevity projections per programmed values; however, the device experienced a shorter-than-expected time period between elective replacement and end of life replacement indicator statuses, which may be an indication of an out-of-specification condition. Subsequent review of device memory revealed that the elective replacement indicator (eri) was declared after a charge time of 20.5 seconds, and the end of life (eol) replacement indicator was declared 36 days later with a single charge time of 36.8 seconds at a monitoring voltage of 2.50 volts. The maximum charge time while the device was implanted was 45.1 seconds. The device was explanted approximately 3 days after eol was declared. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific crm received information from a boston scientific field representative that this device displayed a fault code for excessive charge time and declared end of life (eol) battery status after the delivery of four shocks. The representative reported the patient's arrhythmia appeared to be sinus-driven as opposed to a ventricular tachycardia. A boston scientific technical services consultant (ts) discussed the shock and pacing therapies still available from the device, and that replacement due to eol was recommended. No adverse patient effects were reported, and the device remains implanted and in service.